Event description:
It was reported that the ilet user misapplied a 23" teflon infusion set when the tubing was not tucked into the applicator¿s divot, causing the tubing to be caught under the infusion site. The user replaced the supplies and the agent arranged replacements. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified as an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.